Event description:
It was reported the device exhibited an upstream occlusion alarm. Per reporter there were no kinks, closed clamps, or missing medication spike in the bag. Batteries were removed, device powered and started, but still alarmed upstream occlusion. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for an upstream occlusion alarm is the uso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.